Event description:
International affiliate reports the valve was implanted in 1993. The patient experienced headache and nausea in early november 2002. CT scan revealed enlarged ventricle and an x-ray found the valve's stepping motor had become dislodged. Upon explantation of the device in 2002, damage to the valve housing was also noted.